Event description:
The following was reported to hamilton medical ag: battery not charging. Found problem during o2 sensor breakdown visit. No patient involvement.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).